Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, foreign material was found in the device nozzle and cylinder. However, a root cause could not be identified. Based on the results of the investigation, it was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had white crystalline-like material adhering to the scope after using a non-olympus reprocessor. There was no patient involvement.